Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing pain at the ipg site. In addition, the ipg has become more superficial and is protruding from the skin and as a result the ipg gets caught on his belt and rubs against things. Reprogramming resolved the pain issue. Surgical intervention may be pending to address the other issue.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced. The issue has been resolved.